Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, and down arrow buttons were under responsive. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: during investigation, the keypad was intact with no evidence of peeling or damage, all the buttons were responsive to user input. The keypad was removed to find no evidence of contamination on the button contacts. Moisture was found on the display and internally on all boards, on u29, on the keypad connector, and on the motor flex connector. The pump files were unable to be downloaded due to the internal moisture damage. A leak test was performed and failed due to a leak in the display lens.